Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the interrogation of the device, egm¿s were showing false pause episodes. It was noted that it was a false positive because the loop recorder was losing contact with patient¿s tissue and that with overtime the patients tissue will tighten up around the loop recorder to minimize the issue.

Event description:
New information notes that the ¿pauses¿ were not real. Device remains implanted.